Event description:
It was reported that during a temporary gastrostomy and suture of abdominal incision dehiscence were performed. After the surgery, the patient developed fever on (B)(6)2023. The incision dressing was wet. Yellowish exudation, food debris, and tenderness was found in the local incision site. Temporary gastrostomy and suture of abdominal incision dehiscence were performed. Anastomotic leakage. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number a9az8z, and no non-conformances were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. Additional information was requested and the following was obtained: what were the indications for surgery? -esophagocardial cancer what surgical procedure was performed? -jejunum - residual stomach forearm side-to-side anastomosis did the patient receive any preoperative chemotherapy or radiation? -unknown what is the product code of the device that was utilized in the surgery? -ec60a what is the lot/batch number? -unknown were there any issues experienced with the device in the initial surgical procedure? -unknown what healthcare professional fired the device and what is his/her experience with the device? -unknown did the healthcare professional wait 15 seconds after closing the device before firing? -unknown were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device -unknown were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. -unknown what color reloads were used and what was the sequence of the firings? -unknown how many times was the device fired? -unknown was a leak test performed? If so, what type and what was the result? -unknown was the staple line visualized endoscopically during the initial surgical procedure? -unknown how many days postoperative did the leak occur? -unknown how was the leak identified? -fever occurred after operation. What was observed at the site of the leak upon reoperation? - the wound dressing was soaked how was the leak addressed? -unknown. What is the current status of the patient? -unknown.